Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16816.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a red light, and alarms when the device is on; however, the device would not power on. It was unknown how the issue was found. No patient or user harm was reported. The customer reported replacing the power management (pm) pcba, but the issue was not resolved. The investigation is ongoing.

Manufacturer narrative:
H10. Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device serviced; however, the quote had expired, and no further actions were performed by philips. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11 updated contact information, contact office entity, and manufacturing site.